Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2015-06524 and 2134265-2015-06549. It was reported that automatic pullback failure occurred. The target lesion was located on a mildly calcified and moderately tortuous left anterior descending (lad) artery. During percutaneous coronary intervention (pci), an ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and a pullback sled to visualize the target lesion. However, the imaging catheter failed to perform automatic pullback during pre-intravascular ultrasound (ivus). Reconnection of the device could not resolve the issue. The procedure was completed with another with same device. No patient complications were reported and the patient's status is good.